Event description:
It was reported that the pt experienced a shocking or jolting sensation, as well as a 'snap" sound while bending over to pick up his son. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information from the patient's health care provider showed the patient's device showed high impedances at interrogation on (B)(6) 2011. Symptoms included decreased stimulation coverage and variability and positional stimulation coverage. The patient's lead and extension were replaced on (B)(6) 2011. The patient recovered without sequela.

Event description:
Additional information received reported that the patient experienced intermittent stimulation, beginning after bending over to pick up his son. When he was bent over he felt stimulation fade, and as he stood back up strong stimulation came back. He turned the implantable neurostimulator (ins) off and made an appointment to have it checked. At the appointment impedances were fluctuating. Impedances over 40,000 ohms were seen with contacts 0, 4 and 5. The patient was reprogrammed and successfully recaptured stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).